Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches for 2 years and cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 10, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache for 2 years and cancer that are related to CPAP device's sound abatement foam. The patient alleged that reporting event of cancer and was reviewd by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During secondary findings, the manufacturer observed light dust-like contamination and other unknown white residue was observed on and around the iso port. A white dust like contamination on the top of the blower motor, and blower outlet seal. A white residue, consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and throughout the blower box interior, indicating potential water ingress. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. An operational testing showed that the unit powered up and provided air flow. No unusual noise or odor was observed coming from the device during operational testing. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed evidence of potential water ingress into the blower box and presence of minor contaminants. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Sections d9, g3, h2, h3, h6 has been updated in this report.